Manufacturer narrative:
Batch review performed on 20 december 2018 lot 177388: (B)(4) items manufactured and released on 23 february 2018 . Expiration date: 2023-02-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 2 months after primary, the pathogen is unknown. The surgeon performed an I&d and poly swap.